Manufacturer narrative:
Most recently, fluctuations in the system remained. Isometrics were performed which could not directly recreate the change in impedance. However, when the patient raised his arms above his head and when he lowered his arms, pace impedance spiked from 500 to 1000 ohms. No noise was visible on the electrocardiogram (egm); all recorded events were appropriate. Pacing thresholds are stable and good at 0.8 at 0.5. R-waves were found to be consistently >25 millivolts. The physician elected to monitor only the system at this time, and considered the device system to be operating normally. At this time, investigation is concluded. If new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Additional information received indicated the pacing impedance measurements have exceeded 2,000 ohms. The measurement was detected via a remote device interrogation and was dismissed by the clinic. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with the transvenous right ventricular (rv) lead exhibited random fluctuations in pace impedance measurements, never exceeding 1200 ohms. At the last in-office check, the device system had checked out fine and no isometrics or other troubleshooting had been done. There was no impact on critical therapy or adverse patient symptom associated with this clinical observation.